Event description:
The customer stated that the cell-dyn 1700 generated a platelet (plt) result of 28,000/ul. The customer questioned the result as the pt's platelet was usually around 10,000 - 13, 000/ul. The customer repeated the sample and a plt result of 72,000/ul was obtained. The sample was repeated again with a plt result of 142,000/ul. The sample was sent to the hosp which obtained a plt result of 16,000/ul which was reported. The customer had not reported the cd1700 results. There was no impact to pt management.